Event description:
Related manufacturer reference: 3008452825-2017-00297, 3008452825-2017-00298, 3008452825-2017-00300. During an atrial fibrillation ablation procedure introducer leaks were noted. After approximately one hour of mapping the catheter was removed from the introducer and when attempting to insert the ablation catheter the introducer broke at the handle/catheter shaft interface and the catheter could not be advanced. The introducer was replaced four additional times but the same issue occurred, breaking after a few minutes of use while exchanging catheters in and out. The introducers were also noted to be leaking blood and saline after pulling a catheter out. The patient¿s anatomy was difficult, requiring significant torque on the introducers during the procedure. The patient remained stable throughout the procedure with no adverse consequences.